Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 9, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut into three pieces, one of the pieces presented with damage to the optic body. No further issues were identified. No further evaluation was performed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no product deficiency or product malfunction that could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5, a6: unknown/not provided, asku. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to subjective visual disturbance/ dark shadows in periphery. This was replaced with a non-johnson and johnson iol. There was no surgical and/or medical interventions (example incision enlargement, vitrectomy, or sutures, any prescribed medications to prevent permanent impairment). No patient injury. Patient doing fine. Patient saw improvement post-explants with both lens implants. No other information was provided. This report pertains to the issues reported with the patient's left eye. A separate report was already submitted for the patient's right eye under manufacturer report number 3012236936-2024-0002394.